Event description:
It was reported that, "the doctor impacted the 26mm head on and it would not stay on the trunnion."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.